Event description:
It was reported by the patient's spouse that the previously working remote monitor was not powering up. A new power cord was sent for the patient to try but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply voltage was out of specification.